Event description:
Sponsor assessment: cec adjudicated as causal related to tlif procedure, and possible to tlif grafting material, inter body fusion device, and posterior supplemental fixation system.

Manufacturer narrative:
B5: additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: interventions: on (B)(6) 2025, a denervation procedure was performed using radiofrequency ablation (rfa). The result of the procedure was successful. On (B)(6) 2025 the patient underwent lumbar and parasacral trigger point injections under fluoroscopic guidance. The exact levels were unknown. On (B)(6) 2025 the patient underwent diagnostic medial branch facet nerve blocks at the bilateral l5-s1 facet joints under fluoroscopic guidance. On (B)(6) 2025 the patient underwent diagnostic medial branch facet nerve blocks at the bilateral l5-s1 facet joints under fluoroscopic guidance. Outcome status: recovering/resolving. Comments: trigger point injections on (B)(6) 2025 did not provide long-term pain relief. The patient subsequently underwent diagnostic medial branch blocks at the bilateral l5-s1 facet joints on (B)(6) 2025 and (B)(6) 2025. Finally, a radiofrequency neurotomy (radiofrequency ablation of the medial branch facet nerves) at the bilateral l5-s1 facet joints was performed on (B)(6) 2025.

Event description:
It was reported that subject presented to primary care physician with complaint of heightened low back pain with activity and the pain was rated at 8/10 all the time. Interventions: ae resulted in drug therapy. Diagnostics: x-ray done on (B)(6) 2025 resulted in anterolisthesis of l4 on l5 measuring 1.6cm; superior endplate irregularities & disc height loss at l4-l5 could represent end plate fracture due to spacer subsidence and severity of ae is severe. Sponsor assessment: sponsor assessed as possible related to tlif procedure, tlif grafting material, inter body fusion device, and po sterior supplemental fixation system. Primary diagnosis: recurrent disc herniation. Long description: back pain, anterolisthesis of l4 on l5 shown on x-ray (B)(6) 2025. Diagnostics: CT without contrast2 was done on (B)(6) 2025 which resulted in peri screw lucencies around b/l l5 screws with associated bony fragmentation/subacute appearing fractures; subsidence of disc spacer in vertebral body endplates w/ depression of the superior endplate l5. Comments: subject discussed pain management plan with pcp, continue taking post-operative pain medications including gabapentin, tramadol and tizanidine. Site related assessment: causal relationship to capstone peek spinal system implant, not related to posterior supplemental fixation system, unlikely related to tlif grafting material, and tlif procedure.

Manufacturer narrative:
H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.